Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) pt has died. The local boston scientific field representative had interrogated the device several days prior to the pt's death and found normal impedance measurements but increased pacing thresholds. The device appeared to be working normally at this time, but the field representative elected to increase pacing outputs as a result of this observation. The pt had been admitted at that time for heart failure and was reportedly on poor health, with no underlying rhythm. The pt was later transferred to another hospital where his condition worsened before he died. The electrophysiologist commented that he believed the device was functioning appropriately at the time of death and that pacing thresholds had increased due to changing pt condition. There was concern expressed within the hospital, however, that the device may have malfunctioned. There are different accounts of what happened at the time of death, including asystole and loss of capture.

Manufacturer narrative:
A post mortem interrogation of the device was attempted per the electrophysiologist's request, but boston scientific personnel were denied access to the deceased pt by the hospital's risk management team. At this time there were no allegations of device malfunction, only a pt death due to natural causes. To date, no post mortem interrogations have been performed and it is unk whether the device was explanted or buried with the pt. Several days after the pt died, the electrophysiologist notified boston scientific that an allegation of device malfunction had been made by the medical resident, and that the hospital would be reviewing the pt's case. The electrophysiologist commented that the allegation of malfunction was made by a young resident who may not have fully understood the pt's condition or crt-d's. No additional information has been received to date. This event will be updated if any additional information becomes available.